Event description:
It was reported that the air dermatome produced a graft that was not even in depth and width and contained holes in the graft. It was reported that a second dermatome was required to complete the procedure successfully.

Manufacturer narrative:
The device was returned for eval and it was determined that it was out of calibration at the zero setting. However, this would not affect graft quality as grafts are not harvested at the zero setting. It was further determined that the device did not meet calibration specs at the 10 and 20 settings. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.